Event description:
Baxter sales rep reported on 10/22/09 a customer that was having problems with a buretrol solution set (2c8862) in the picu. A nurse was setting up a tpn infusion on a patient, when they primed the tubing, the drip chamber fell off the buretrol portion. This incident occurred with the clearlink buretrol solution set, product code 2c8862, with lot number ur09d03098. This incident occurred during priming before use on the patient. There was no patient injury or medical intervention associated with this report. Samples are available. No additional information was provided.

Manufacturer narrative:
(B) (4) - evaluation summary - one actual sample was returned to the plant for evaluation. The reported condition of "separation" was confirmed. The sample was visually inspected and the unit presented separation between the burette bottom cap and the drip chamber. The most probable root cause for this condition is related to an incorrect solvent bonding technique. Awareness training was provided to the manufacturing personnel regarding this report.